Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten days post implant of the implantable pulse generator (ipg) system, the patient developed a perforation. The right ventricular (rv) lead was revised and remains in use. No further patient complications have been reported as a result of this event.